Manufacturer narrative:
The dealer indicated that only one of the bed rails failed, on the side where the patient transfers into and out of the bed. It is unknown in what way the bed rail failed. Multiple attempts have been made to obtain further information regarding the event without success. The dealer mentioned that the anti-rattle bushing are missing from both of the bed rail mounting brackets. However, per an invacare engineer, the basic function of the anti-rattle bushings is to prevent the metal rail tube from rubbing against the metal mounting bracket and causing any noise. The failure of anti-rattle bushings do not prevent the rails from locking. A pair of replacement g29 bed rails was provided to the dealer. The allegedly defective rail is expected to be returned to invacare. Once it has been received and evaluated, a supplemental record will be filed.

Event description:
The dealer reported that the patient's daughter alleged that the g29 full-length bed rail failed and the patient fell out of the bed, fracturing his hip in three places.